Event description:
The hcp reports the pt was experiencing seizures, hallucinations, and headache. An xray of the catheter showed a disconnect. The pump was replaced at that time "as felt close enough to end of battery life and pt high risk for surgery - severe latex allergy." The pt is reported to have recovered without sequela.